Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced musculoskeletal pain ("bilateral shoulders pain"), pain in extremity ("bilateral hanads pain/ bilateral feet pain"), arthralgia ("bilateral elbow pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the rheumatoid arthritis, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, musculoskeletal pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix.. Pregnancy test - on (B)(6) 2013: negative.. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast.. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event abdominal pain. Updated outcome of abdominal pain, dysmenorrhea(cramping) from unknown to recovered/resolved. Pelvic pain from unknown to recovering/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced musculoskeletal pain ("bilateral shoulders pain"), pain in extremity ("bilateral hanads pain/ bilateral feet pain"), arthralgia ("bilateral elbow pain"), abdominal pain ("abdominal pain"), flatulence ("gas") and pain ("extreme stabbing pain when cough or move a certain way"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the rheumatoid arthritis, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, musculoskeletal pain, pain in extremity, arthralgia and flatulence was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, flatulence, menorrhagia, musculoskeletal pain, pain, pain in extremity, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report was received. New event extreme stabbing pain when cough or move a certain way was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced musculoskeletal pain ("bilateral shoulders pain"), pain in extremity ("bilateral hanads pain/ bilateral feet pain"), arthralgia ("bilateral elbow pain"), abdominal pain ("abdominal pain") and flatulence ("gas"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the rheumatoid arthritis, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, musculoskeletal pain, pain in extremity, arthralgia and flatulence was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, flatulence, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New event "gas" was added. Unknown event outcomes updated to recovering. New reporter added. On 23-mar-2020: social media comment received. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced shoulder pain ("bilateral shoulders pain"), pain in extremity ("bilateral hands pain/ bilateral feet pain"), pain in elbow ("bilateral elbow pain"), abdominal pain ("abdominal pain"), flatulence ("gas"), pain ("extreme stabbing pain when cough or move a certain way"), hiatus hernia ("hetal hernia"), gastrointestinal inflammation ("bowel inflammation"), enterocolitis infectious ("bowel infection"), diverticulitis ("diverticulitis"), endometrial thickening ("thickening of endometrium"), adenomyosis ("adenomyosis"), rash macular ("multiple spot in my arm pit"), hot flush ("hot flashes"), autoimmune disorder ("autoimmune issue") and amnesia ("memory loss( short term mostly)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the rheumatoid arthritis, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression, fatigue, shoulder pain, pain in extremity, pain in elbow and flatulence was resolving and the hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush, autoimmune disorder and amnesia outcome was unknown. The reporter considered abdominal pain, adenomyosis, amnesia, anxiety, autoimmune disorder, depression, diverticulitis, dysmenorrhoea, endometrial thickening, enterocolitis infectious, fatigue, flatulence, gastrointestinal inflammation, heavy menstrual bleeding, hiatus hernia, hot flush, pain, pain in extremity, pelvic pain, rash macular, rheumatoid arthritis, shoulder pain, vaginal haemorrhage and pain in elbow to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest.. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix.. Pregnancy test - on (B)(6) 2013: negative.. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast.. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush, autoimmune disorder, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received reporter information and event memory loss( short term mostly) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced shoulder pain ("bilateral shoulders pain"), pain in extremity ("bilateral hands pain/ bilateral feet pain"), pain in elbow ("bilateral elbow pain"), abdominal pain ("abdominal pain"), flatulence ("gas"), pain ("extreme stabbing pain when cough or move a certain way"), hiatus hernia ("heal hernia"), gastrointestinal inflammation ("bowel inflammation"), enterocolitis infectious ("bowel infection"), diverticulitis ("diverticulitis"), endometrial thickening ("thickening of endometrium"), adenomyosis ("adenomyosis"), rash macular ("multiple spot in my arm pit"), hot flush ("hot flashes"), autoimmune disorder ("autoimmune issue") and amnesia ("memory loss( short term mostly)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the rheumatoid arthritis, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression, fatigue, shoulder pain, pain in extremity, pain in elbow and flatulence was resolving and the hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush, autoimmune disorder and amnesia outcome was unknown. The reporter considered abdominal pain, adenomyosis, amnesia, anxiety, autoimmune disorder, depression, diverticulitis, dysmenorrhoea, endometrial thickening, enterocolitis infectious, fatigue, flatulence, gastrointestinal inflammation, heavy menstrual bleeding, hiatus hernia, hot flush, pain, pain in extremity, pelvic pain, rash macular, rheumatoid arthritis, shoulder pain, vaginal haemorrhage and pain in elbow to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest.. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix.. Pregnancy test - on (B)(6) 2013: negative.. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast.. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush, autoimmune disorder, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign cervix uteri neoplasm nos and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced musculoskeletal pain ("bilateral shoulders pain"), pain in extremity ("bilateral hands pain/ bilateral feet pain") and arthralgia ("bilateral elbow pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the rheumatoid arthritis, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, fatigue, musculoskeletal pain, pain in extremity and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, fatigue, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest.. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix.. Pregnancy test - on (B)(6) 2013: negative.. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast.. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs+mr received. Case becomes an incident. Injury was removed. New events added: pelvic pain, abnormal bleeding (vaginal), menorrhagia, anxiety, depression, rheumatoid arthritis, fatigue, bilateral hands pain, bilateral shoulders pain, bilateral elbow pain. Outcome of the event pelvic pain updated to recovering/resolving. Reporters, lab data, medical history, concomitant drugs, concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 1996, dysmenorrhoea, psychotic disorder and breast cyst. Previously administered products included for birth control: mirena-iud from 2009 to 2013. Concurrent conditions included hypertension, herpes virus infection, diverticulosis, gerd, knee surgery nos, biopsy endometrium, dysfunctional uterine bleeding, ovarian cyst, adenomyosis, benign fallopian tube neoplasm, benign neoplasm of cervix uteri and abdominal pain. Concomitant products included norethisterone acetate (aygestin) for contraception as well as adalimumab (humira) since 2015, alprazolam (xanax) since 2013, cetirizine hydrochloride (zyrtec) since 2005, colecalciferol (vitamin d3) from 2015 to 2017, diphenhydramine hydrochloride since 2000, hydroxychloroquine from 2015 to 2017, hydroxychloroquine from 2015 to 2017, losartan since 2019, methotrexate from 2015 to 2017, omeprazole since 1999, oxcarbazepine since 2014, prednisone since 2014, venlafaxine hydrochloride (effexor) since 2003 and venlafaxine since 2003. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping) cramping pain increased after essure was placed"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced musculoskeletal pain ("bilateral shoulders pain"), pain in extremity ("bilateral hanads pain/ bilateral feet pain"), arthralgia ("bilateral elbow pain"), abdominal pain ("abdominal pain"), flatulence ("gas"), pain ("extreme stabbing pain when cough or move a certain way"), hiatus hernia ("hetal hernia"), gastrointestinal inflammation ("bowel inflammation"), enterocolitis infectious ("bowel infection"), diverticulitis ("diverticulitis"), endometrial thickening ("thickening of endometrium"), adenomyosis ("adenomyosis"), rash macular ("multiple spot in my arm pit"), hot flush ("hot flashes") and autoimmune disorder ("autoimmune issue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the rheumatoid arthritis, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, musculoskeletal pain, pain in extremity, arthralgia and flatulence was resolving and the hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, autoimmune disorder, depression, diverticulitis, dysmenorrhoea, endometrial thickening, enterocolitis infectious, fatigue, flatulence, gastrointestinal inflammation, hiatus hernia, hot flush, menorrhagia, musculoskeletal pain, pain, pain in extremity, pelvic pain, rash macular, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: impression: no active disease in the chest.. Computerised tomogram abdomen - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Computerised tomogram pelvis - on (B)(6) 2012: impression: diverticulosis of the descending colon. Lung nodules.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: microscopic diagnosis:endometrium, biopsy: fragments of disordered proliferative endometrium with tubal metaplasia. Fragments of benign squamous and endocervical glandular epithelium. Negative for cellular atypia, hyperplasia, or malignancy.; on (B)(6) 2017: microscopic diagnosis: uterus, cervix, and bilateral tubes adenomyosis. Secretory endometrium. Benign fallopian tubes and cervix.. Pregnancy test - on (B)(6) 2013: negative.. Ultrasound breast - on (B)(6) 2013: impression: multiple cysts of the right breast. Recommend follow-up ultrasound and mammogram in six months.; on (B)(6) 2013: impression: multiple cysts of the right breast.. Ultrasound pelvis - on (B)(6) 2016: impression: 1) thick cystic endometrium. 2) right ovary: two thick-wall cyst with low ri.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrointestinal inflammation, enterocolitis infectious, diverticulitis, endometrial thickening, adenomyosis, rash macular, hot flush, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-apr-2020: fu 14 and 15 processed together. Social media received- new event hetal hernia, bowel inflammation, bowel infection, diverticulitis, thickening of endometrium, adenomyosis, multiple spot in my arm pit, hot flashes and autoimmune issue were added. On 27-apr-2020: fu 14 and 15 processed together. No new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.